Event description:
The account alleged that the brakes will not hold after being engaged. No injury reported.

Manufacturer narrative:
The tech found the brakes were worn. The tech replaced the brake casters to resolve the issue.